Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 80-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella cp support, the rate of the patient's pacemaker required adjustments. However, upon attempting to adjust the rate, it was stated that the impella was blocking the bluetooth signal for the pacemaker. The pump's support level was lowered to p0 to troubleshoot and then increased again for ongoing support. There was no patient harm as a result of the noted issue.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. No product was returned for a visual inspection. Data log analysis confirmed that there were no abnormalities throughout the case. There was no problem found during the case as the device operated to specification. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B2 updated to death. H1 updated to death. H6 updated to include death and placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-07149 d4 model number corrected. D6a/d6b updated with additional information. F6 and f8 should not have had entries in the initial report. G1 reporting contact email updated.